Event description:
The customer reported the ventilator was alarming safety valve open (svo) while in use on a patient. The customer reported there was no patient harm. The respironics service technician was unable to duplicate the customer reported event. Extended self testing (est) was performed and the unit passed to operating specifications. The service technician reported the customer had already replaced the patient circuit and expiratory filter before servicing. The service technician confirmed codes in the diagnostics log that indicated extended self testing (est) failed due to the heated filter back pressure being out of range, and that there was a pressure differential detected by the ventilator. A detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. Filter replacement must be performed at manufacturer recommended intervals. User maintenance contributed to this event due to an occluded filter.

Manufacturer narrative:
Na